Event description:
During a da vinci-assisted nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the universal surgical manipulator 1 (usm) kept faulting out. The isi tse reviewed the logs and found a 32100 error for armnet 1. Prior to calling in, the customer had power cycled two times and the error came back both times. The isi tse recommended that the customer power cycle again with a patient cart hard power cycle. The surgeon wasn't willing to do so and was going to reschedule the case for the following week. The surgeon stated they need all four arms and wasn't willing to use the system as a three-arm system. The procedure was aborted post-anesthesia and port placement with no report of additional patient impact. Isi attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator 1 (usm) faulting, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse could not replicate the usm failures but verified the error codes in the logs. The isi fse replaced usm 1. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed the following possible related system error(s): power monitor error on axes controller motor board in usm1; undervoltage fault hardware current/voltage monitoring error; low alarm error (check cabling). This is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to a repeated recoverable error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) associated with the complaint. The unit came in for errors 1007 and 32100. It was confirmed but could not be replicated. The unit was also tested on an in-house system but triggered no errors. The unit was also tested on the patient side cart (psc) fixture test platform (pfpt) and passed all tests. Upon further investigation, there was no fluid intrusion or bad connections. System errors had 1007 and 32100 pointing to the setup joint (suj). As a precaution, the fru connector pogo-pin (fcp) printed circuit assembly (pca) and wiring harness would be replaced. Axis 1 covers, link 3 cover will be installed in final test. Only for gen 2 spars, usm linear bearing was inspected, and the results are as follows: pass. Linear bearing will not be replaced as unit passed inspection. The top motor housing passed. No gap was found. The carriage cover would also be replaced due to missing light pipe.

Event description:
Refer to h10/h11 for follow-up information.